Event description:
It was reported that the video system center had an endoscope communication error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, a definitive root cause of the communication error could not be determined, since the video system was not returned for device evaluation. Olympus will continue to monitor field performance for this device.